Event description:
It was reported that transmitter stopped working occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the the data log was performed and signal loss was found within the investigation window. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of a transmitter stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d4: additional device information - correction d9: device availability - additional h2: correction/additional information/device evaluation h3: device evaluated by manufacturer - additional h6: adverse event problem - additional information.

Event description:
It was reported that transmitter stopped working occurred. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was the patient closing the mobile app which led to signal loss. The reported event of a transmitter stopped working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)